Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported that a patient who had undergone lasik complained of dry eyes, light sensitivity when reading, and blurry distance vision. This report concerns the patient's left eye. Additional information has been requested.